Event description:
It was reported that the patient with this pacemaker was experiencing feelings of a missed breath. The health care professional (hcp) noted that the patient had not been in office for some time and remote transmissions had not been received recently. The hcp further expressed concern of the device operating in safety mode due to the patients symptoms. Upon review, technical services (ts) determined the pacemaker was unlikely to be operating in safety mode due to the remaining battery longevity, but this was unable to be confirmed at the time. The root cause of the remote transmission issues was also unresolved. Ts recommended that the patient seek further assistance with resolving the remote transmission issue, and to also have the hcp bring the patient for a follow up office visit. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker was experiencing feelings of a missed breath. The health care professional (hcp) noted that the patient had not been in office for some time and remote transmissions had not been received recently. The hcp further expressed concern of the device operating in safety mode due to the patients symptoms. Upon review, technical services (ts) determined the pacemaker was unlikely to be operating in safety mode due to the remaining battery longevity, but this was unable to be confirmed at the time. The root cause of the remote transmission issues was also unresolved. Ts recommended that the patient seek further assistance with resolving the remote transmission issue, and to also have the hcp bring the patient for a follow up office visit. No additional adverse patient effects were reported. This pacemaker remains in service.